Event description:
Customer reported this morning, she woke up and her blood glucose was 32 mg/dl. She stated last night she thought she had programmed a pattern basal rate but when she woke up, the device was using the standard basal rate. Customer has treated with juice. She also reported past hospitalizations on (B)(6) 2014. Her blood glucose was under 20 mg/dl each time and she was shaking and unresponsive. Paramedics were called to administer glucagon those times. Customer reported that on those events the device's time had switched, so she was receiving incorrect basal rates. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.